Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with non-sustained right ventricular oversensing episode that appeared to be t-wave oversensing post-sensed noted via merlin transmission. Programming changes were discussed. No patient symptoms were reported. No further information available.

Event description:
New information received notes programming changes were made and patient condition improved.